Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a c2-c7 posterior spinal fusion. It was reported that an inaccuracy occurred as a lamina screw placed at c2 deviated into the spinal canal. It was reported that the screw was inserted after creation of a pilot hole and placement was assisted with imaging with a medtronic imaging system. It was noted that a medtronic powered surgical assistance tool malfunctioned as the unit did not move with the tip of the bar in the bone. Post-operative computed tomography (CT) images found that c2 screw deviated into the spinal canal. It was reported that no neurological symptoms and no adverse events were observed on the patient.